Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Stapler logs showed that the sureform 60 stapler was installed on the system 7 times and fired 7 reloads (1 black, 4 green, 1 black, 1 green). On install 1, the system failed to detect the reload color, and the user manually selected the black reload via the user interface on the surgeon side console (ssc) touchpad. On installs 1, 3, 4, and 6, the first clamps were successful, and the firings were each completed with no pauses for compression. On installs 2 and 7, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 5, the first two clamps were successful, but were followed by a firing failure. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the green sureform 60 reload experienced a tissue pushout event on stomach tissue. There were no error messages or complications during the firing sequence. The stomach tissue was cauterized, and the same sureform 60 stapler was used with a black reload to resect the damaged tissue and successfully stapled to repair the defect. Buttress material was used on all reloads. The procedure was completed robotically with no further complications. The patient is reported to be recovering well.